Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments. Externalized conductors due to internal insulation abrasion were noted at 0.7-3.5cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted at 6.4-7.1cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.